Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported rupture of recalled implant on left side, device remains implanted.

Event description:
Patient reported rupture and "a small amount of fluid is seen surrounding the implant. There is a fluid/silicone level within the lateral aspect of the implant" on left side. The device has been explanted.

Event description:
Patient reports "a small amount of fluid is seen surrounding the implant."

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Patient reported rupture and "a small amount of fluid is seen surrounding the implant. There is a fluid/silicone level within the lateral aspect of the implant." On left side , device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.6.

Event description:
The device has been explanted.